Event description:
Bd alaris pump infusion set broke/ came apart at the blue safety clamp when being loaded into the pump, spilling iron. Tubing and alaris 8100 lvp module (sn [redacted]) sent to biomed shop for evaluation. Testing shows no problems with the lvp module, door, or tubing guide.